Manufacturer narrative:
H4: lot manufacture date: december 07, 2022 - december 08, 2022. H10: the actual device was received for evaluation. The unit did not contain fluid in the bladder and the non-baxter needle, in use at the time of the reported event, was not returned with the sample. A visual inspection on the device via the naked eye showed no signs of physical abnormality. A functional leak test was performed by filling the device bladder with green color water. After fill and prime, an in-lab needle was attached to the luer and the device was monitored until the next day. The next day, no evidence of a leak was observed between the connection of the device¿s luer and the in-lab needle. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked around the connection part between the luer adapter and a non-baxter needle. The leak was observed after 15 hours of patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.